Event description:
A peritoneal dialysis (pd) patient had an infection and believed it to be peritonitis. The cause of the infection was reported to be due to use of the dianeal solution however it was not confirmed. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Patient outcome was not reported, however it was reported that the event date ended seven days after event start date. Action taken with pd therapy was not reported. No additional information was available as the reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.